Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip would not deploy. Customer attempted multiple times with unsuccessful outcomes; no clips would deploy. Team reported the 8mm medium-large clip applier as defective. Customer changed out the arm -put a new arm on & clips did then deploy correctly without issue. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle which caused failure of the jaws to open/unclamp after closing clip. The clip would not fully engage and deploy, resulting in clip being retained on clip applied. Alongside this, the clip would not easily remove from the applier. Upon visual inspection this appeared to be due to the bottom jaw being bent. Issue was not related to the clip applier jaws remaining static/not moving when the surgeon commanded movement. The issue was not related to unexpected motion of the clip applier while attempting to clip. Clip applier was used two or three times before the event occurred. Varying degrees of success upon every use of the applier. A backup was opened for the remainder of the case. Arm has been returned. All procedures should be recorded within the da vinci software and available for review. Our intuitive representative that supports cases and our compliance department could assist, possibly. They are very new to the davinci program and would assume this would be available within our tower¿s memory somewhere.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "clip would not deploy. Tried multiple times with unsuccessful outcomes; no clips would deploy. My team reported this medium-large clip applier as defect. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The probable root cause of severely bent grips is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops or overloading the tips by applying excessive force. This issue can be resolved by using an alternate instrument to complete the procedure.